Event description:
The nurse reported to a sales rep that while observing a surgery the surgeon seems to have problems with the k-wire. The surgeon noticed that it is not possible to move the wire forward and/or backwards. The wire broke and stuck in the drill guide. A replacement device was available and he completed the surgery successfully.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. A k-wire of 1.6mm diameter is inserted in the 1.4mm drill sleeve what led to the complaint event. The inspection protocol was reviewed. Dimensional inspection was done for every single device. No deviation from the specification was noted. Due to above mentioned reasons, the root cause of this complaint is considered as not device related (wrong selection of components).